Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the acetabular cup detached, disconnected, created metallic debris, and/or loosened from the patient's acetabulum, caused pain, inhibited the ability to walk and perform physical activities, created continuous problems with squeaking and clicking noises, popping and slippage, caused elevated levels of chromium and cobalt and required a revision surgery. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address clicking in extension and while climbing stairs. Tests indicated elevated metal ion levels. Some metallosis was observed.